Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. All reasonably known patient information is included in this report. No information available. Not applicable for this device. The serial number was not provided, thus the following information are unavailable: expiration date, UDI#, and device manufacture date. The implanted or explanted dates are not applicable to this device. Not applicable for this device. The device is in transit, thus device evaluation is anticipated, but not yet begun. Do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported that during a coronary procedure post normalization and pre measurement, the manufacturer's wire was used to obtain ifr readings in the lm, cx and during the third entry attempt to measure the distal rca for ifr, the manufacturer's wire moved and got stuck in the heavily calcified rca and could not be removed. A rx semi-compliant balloon catheter was advanced to the area where the manufacturer's wire got stuck and was used as leverage to dislodge the manufacturer's wire from the heavily calcified rca. Upon removal, the manufacturer's wire was heavily damaged, but remained intact. Follow-up angiography appeared to be a non-flow limiting dissection. The patient experienced st segment elevation and the patient was transported via helicopter to another hospital. Upon arrival, the patient was stabilized and admitted to ccu and discharged the following day on (B)(6) 2021. This adverse event is being submitted because the manufactures device was used in a procedure where the patient experienced a vessel dissection and required intervention.

Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. Blocks d10 & g4: the verrata plus pressure guide wire was returned for evaluation on 05/10/2021. Block h3: the returned device was visually and microscopically inspected and bends were observed along the manufacturer's guide wire (distal coil and proximal conductive band). A portion of the distal coil was stretched and the proximal coil and distal spacer were curved. During functional testing, rotation was not successfully propagated through the tip. Block h6: the probable cause of the reported failure were the bends along the guidewire; which likely prevented removal from the body. Improper manipulation and strain can damage the components.

Manufacturer narrative:
Internal reference: (B)(4). Block h6: added codes 4755 (part/component/sub-assembly term not applicable), 4614 (serious injury/ illness/ impairment) and 3243 (stress problem identified).